Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("surgical removal being scheduled approximately 1.5 years after insertion") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-aug-2017: reporter did not respond to final fu attempt, consider fu closed. Final report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("surgical removal being scheduled approximately 1.5 years after insertion") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced surgical removal being scheduled approximately 1.5 years after insertion. No further details were provided. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required in case of procedural or medical complications after essure placement. In this particular case, no medical details were available except for the duration of use (1.5 years). Based on the limited information, an inherent causality of essure for the planned device removal cannot be excluded (related). The case was classified as incident because of planned device removal. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("surgical removal being scheduled approximately 1.5 years after insertion") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Company causality comment: this spontaneous physician report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced surgical removal being scheduled approximately 1.5 years after insertion. No further details were provided. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required in case of procedural or medical complications after essure placement. In this particular case, no medical details were available except for the duration of use (1.5 years). Based on the limited information, an inherent causality of essure for the planned device removal cannot be excluded (related). The case was classified as incident because of planned device removal. A product technical analysis and follow-up information are expected.